Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the pt experienced cardiopulmonary arrest and subsequently expired the same day, which was alleged to be caused by the administration of naturalyte and/or granuflo during dialysis.